Manufacturer narrative:
Correction: manufacturer report 2938836-2017-34680, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Event description:
During normal elective replacement, the device was found to be in backup vvi. The device was not implanted and was successfully replaced. The patient was in stable condition.